Manufacturer narrative:
Health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported a right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening¿(shell thickness within spec), observed openings on anterior and posterior assessed as surgical damage and observed missing shell assessed as inconclusive. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Health care professional reported a right side rupture. Device was explanted and replaced.

Event description:
Health care professional reported a right side rupture. Device was explanted and replaced.